Event description:
The reporter stated the surgeon attempted to use a micl 12.6 mm implantable collamer lens on (B) (6) 2010. The surgeon was advancing the lens in the injector when he noticed the lens had torn. The cartridge tip touched the pt's eye. Lens was not inserted. There was no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4). Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).